Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Requested but not returned by hospital.

Event description:
Patient underwent a right revision procedure approximately twelve months post-implantation due to a periprosthetic fracture of the glenoid as a result of the patient falling. The baseplate, glenosphere, humeral bearing and humeral tray were removed and the patient was converted to a hemi-shoulder.